Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported while using an er320 the clips fell off when applied to the cystic duct. The clips were retreived as soon as they fell. Another applier was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50666. Device not returned for analysis.